Event description:
The ge oec 9800 fluoroscopy system would not boot.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective single board computer (sbc). The sbc was replaced in addition to the associated components, per procedure. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient info with respect to this issue.